Event description:
The manufacturer received a voluntary medwatch (mw5109848) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient cough and burning in the throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received voluntry medwatch (mw 5109848) information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough and burning in the throat and allegedly had mold in the machine. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, there is contamination on the blower box, blower, blower seal, and on the ui panel. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was a evidence of sound abatement foam degradation residue in the blower box. The manufacturer not able to confirm the complaint of mold and address the symtoms specified. In this report, section h6 has been updated.